Manufacturer narrative:
The device is not available for evaluation. A supplemental MDR will be submitted if any updates become available. D4: only di provided as lot number is unknown.

Event description:
The event involved a 34" ext set w/clamp, luer lock that when medical personnel came onto shift propofol infusion was observed leaking from the syringe. Patient was very difficult to sedate. The volume delivered to the patient was uncertain due to leakage. Tubing and line were replaced. There was patient involvement, but no harm.